Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2014 with the following findings: no battery cap was returned with the pump. A test battery cap was used to complete all testing. The pump powered on to the ¿verify¿ screen with no visible signs of missing segments or blank areas on the display. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint that there were blank areas on the display screen was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that there were blank areas on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.